Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited high capture threshold. The atrial lead was explanted and replaced. The patient was stable.